Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device evaluation in progress.

Event description:
Halyard health received three contaminated, broken catheter complaint samples. Additional information received stated that there was no patient injury due to the catheter breaks. Refer to 8030647-2017-00023 for the first report. Refer to 8030647-2017-00024 for the second report. Refer to 8030647-2017-00025 for the third report.

Manufacturer narrative:
(B)(4). Sample #6: the sample was returned and evaluated. After examining the device, the bushing was seen detached from the cone adapter. The components (catheter bushing and cone adapter) were viewed under uv light. There is visible evidence of application of adhesive with optical brightener for the catheter bushing. The cone adapter has the appearance of inconsistent application coverage which will be assessed during the manufacturing investigation. Using a ruler, the insertion depth was measured by aligning the melted abs plastic from the catheter bushing as a reference. We have confirmed the complaint, investigation is ongoing and the root cause has not been determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).